Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead thresholds had risen from implant to high levels and there was loss of capture. The lead was turned off, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.